Manufacturer narrative:
Patient information: unk, event date: unk, implant date: unk. A lens work order search was performed. One similar complaints found. Claim # (B)(4).

Event description:
It was reported that a 12.6mm,tmicl12.6, -6.50/2.5/091 (sphere/cylinder/axis), implantable collamer lens was removed from the patients left eye (os) and replaced with a shorter length lens due to sizing. If additional information is received a supplemental medwatch report will be submitted.